Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
An lv lead dislodgement was diagnosed on (B)(6) 2020. Cardiac resynchronization was lost. The patient was hospitalized. An lv lead repositioning was done. Mode was switched to vvi without lv stimulation.